Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a restricted septal leaflet. It was noted that imaging was difficult. An xtw was inserted and grasping was performed. However, while closing the clip, the clip was unable to be closed pass 60 degrees. The physician regrasped and the same issue occurred. Therefore, the physician decided to proceed with the deployment. Upon deployment, the clip had detached from anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip actuation issue (inability to close the clip). The reported slda appears to be related to procedural conditions as it was reported that per the physician¿s the slda was due to tension on the device. The reported poor image resolution was associated with difficulty imaging. The reported unchanged tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code:

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a restricted septal leaflet. It was noted that imaging was difficult. An xtw was inserted and grasping was performed. However, while closing the clip, the clip was unable to be closed pass 60 degrees. The physician regrasped and the same issue occurred. Therefore, the physician decided to proceed with the deployment. Upon deployment, the clip had detached from anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.